Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot#: n217492008, implanted: (B)(6) 2009, explanted: (B)(6) 2021 product type: catheter; product ID: 8578, lot# hg0qz6s02, implanted: (B)(6) 2016 explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: , UDI#: ; product ID: 8578, serial/lot #: (B)(4), ubd: 28-oct-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving dilaudid (0.5 mg/ml at 0.00318 mg/day) via an implantable pump for spinal pain. It was reported that the pump and catheter were both explanted for suspicion of infection. It was unknown if there were external factors that contributed to the event. The issue was resolved at the time of the report and the explanted devices were discarded. The patient's weight and medical history were asked but unknown.